Manufacturer narrative:
(B)(4). Evaluation summary:baxter service center (bsc) received the device for evaluation. Visual examination of the unit confirmed the customer-reported frayed umbilical cable. The root cause of this condition was not determined. The umbilical cable was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Event description:
The facility reported an automix 3+3/as compounder which had a frayed umbilical cable. This condition occurred during programming/setup in the pharmacy. This condition could lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.